Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that customer experienced high blood glucose level. Customer's blood glucose level was 22.5 mmol/l. Customer stated that they entered 15 mmol/l of blood glucose level but insulin pump estimated that no bolus was required and this happened twice. Customer stated that infusion set cannula was bent. Customer stated that after replacing the infusion set and reservoir blood glucose value was lowered. It was unknown that auto mode feature was active or not at the time of event. The device will not be returned for analysis.